Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Per internal procedures, the event information was reviewed. No investigational inputs were received. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes indicate the patient received a right primary attune to treat degenerative joint disease. The patella was resurfaced and competitor cement x 1 was utilized. The procedure was completed without complications. The surgeon notes that the patient had evidence of previous osgood schlatter¿s disease with surgical repair. Revision operative notes indicate the patient received a total right knee revision to treat pain secondary to loosening of the tibial tray and patellofemoral subluxation. Upon entering the joint, the tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed and retained. There patella was grossly loose at the cement to implant interface with evidence of wear and was revised. There was no reported product problem with the explanted tibial insert. The surgeon notes that there was either a bipartite patella or fibrous union from previous osgood schlatter¿s disease attached to the patellar tendon, which was repaired to correct the patellofemoral subluxation. There is no indication that the subluxation was attributed to a depuy device. The patient received a depuy revision knee system utilizing depuy cement x 1. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address aseptic loosening of the tibial component at unknown interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.